Manufacturer narrative:
(B)(4). The cause of the event was clarified as a breach in aseptic technique. The breach was further described as unspecified patient error. Eleven days prior to the receipt of this report, the cefazolin and gentamicin were discontinued. That same date, the pd catheter was removed, due to not responding to peritonitis therapy, and the patient was switched to hemodialysis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. On an unreported date, the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazolin (2g daily; duration not reported) and intraperitoneal gentamicin (80 mg daily; duration not reported) for bacterial peritonitis. Dianeal therapies remained ongoing. At the time of this report, the patient is recovering. No additional information is available.